Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation damage. It was noted the rv pacing impedance started trending downward approximately six months prior to the revision, along with the shock lead impedance trending upward and was out of range. The rv lead was replaced successfully, and the explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation damage. It was noted the rv pacing impedance started trending downward approximately six months prior to the revision, along with the shock lead impedance trending upward and was out of range. The rv lead was replaced successfully, and the explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed. The product has been returned for analysis. The product analysis was completed and based on the direct observation of insulation damage (abrasion) on the returned lead, the abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation damage. It was noted the rv pacing impedance started trending downward approximately six months prior to the revision, along with the shock lead impedance trending upward and was out of range. The rv lead was replaced successfully, and the explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted an abrasion in the outer insulation, through to the inner conductor coil, in the area 505-518 millimeters (mm) from the terminal end. This portion of the lead would have been located within the heart when the lead was implanted. Resistance testing verified the conductor coil was electrically continuous and the inner insulation was intact. The observed decreased pace impedance measurements were a result of the confirmed insulation damage. No lead issues were noted that would have caused or contributed to high, out-of-range shock impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to insulation damage. It was noted the rv pacing impedance started trending downward approximately six months prior to the revision, along with the shock lead impedance trending upward and was out of range. The rv lead was replaced successfully, and the explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed. The product has been returned for analysis.